Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4)complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to each use, inspect all equipment for proper operation, ensure all attachments, accessories and hoses are correctly and completely attached to the handpiece. Always inspect for bent, dull or damaged blades or drill bits before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw (B)(4)) received from the FDA on 22sep2021. A search of the complaint system has not found a complaint reported for this device during this timeframe. The 00507119500 19.5 x 80 x 0.9mm (.035 inch) oscillator blade device was reported as blade broke during a total hip arthroplasty on (B)(6) 2021. There was no report of injury to the patient or user. The report states that this was not an adverse event. After further assessment it was found that ¿the fragment was not initially seen on the intra-op x-ray film. It was found on a follow up x-ray a few months later. When it was seen they were scheduled to have it removed. The fragment was then removed and an investigation was done. It was found that the power pro was defective and caused the blade to break in a place that was not noticeable at the time of when it was being used, causing the fragment. A fragment from a broken blade had fallen into the surgical site. The blade was in the device at the time this took place.¿ the exact tools that were used to remove the fragment by the surgeon are unknown. It was a small piece of a blade that had broken off and was then in the patient. The date of the surgery when the blade broke is (B)(6) 2021 not (B)(6) 2021 as was in the medwatch report. The date of the surgery to remove the fragments was (B)(6) 2021. The power pro will be listed as a concomittant device. This report is being raised on the basis of injury due to fragment remaining in the patient and a 2nd surgery to retrieve the fragment.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) received from the FDA on 22sep2021. A search of the complaint system has not found a complaint reported for this device during this timeframe. The 00507119500 19.5 x 80 x 0.9mm (.035 inch) oscillator blade device was reported as blade broke during a total hip arthroplasty on (B)(6) 2021. There was no report of injury to the patient or user. The report states that this was not an adverse event. After further assessment it was found that ¿the fragment was not initially seen on the intra-op x-ray film. It was found on a follow up x-ray a few months later. When it was seen they were scheduled to have it removed. The fragment was then removed and an investigation was done. It was found that the power pro was defective and caused the blade to break in a place that was not noticeable at the time of when it was being used, causing the fragment. A fragment from a broken blade had fallen into the surgical site. The blade was in the device at the time this took place.¿ the exact tools that were used to remove the fragment by the surgeon are unknown. It was a small piece of a blade that had broken off and was then in the patient. The date of the surgery when the blade broke is (B)(6) 2021 not (B)(6) 2021 as was in the medwatch report. The date of the surgery to remove the fragments was (B)(6) 2021. The power pro will be listed as a concomitant device. This report is being raised on the basis of injury due to fragment remaining in the patient and a 2nd surgery to retrieve the fragment.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.